Event description:
On (B)(6) 2013, the pt was admitted to the hospital and had a surgical procedure for "failure of orthopedic implant pedicle screw." The neurosurgeon documented the pt required the surgery related to having a lumbar infusion done on (B)(6) 2003 at l5-s1 site. Recent imagining studies revealed the s1 pedicle screw on the left side was fractured and the pt was reporting back pain and radiating pain to his legs. The pt needed removal of the implant. Postoperatively the pt did well and was discharged home. No specific info could be found related to the pt's 2003 surgery and the manufacturer was unk. The pedicle screws from both l5 and s1 were removed. The holes of the screw tracts were filled with gelfoam thrombin mixture. No injuries were reported.